Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient recovered following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted.